Event description:
A customer reported that their device's touchscreen was scratched and the battery was depleting more quickly than usual. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting but was in the process of renewal as the current device was out of warranty. No additional outcome information was available.